Manufacturer narrative:
The customer repeated every sample from (B)(6) 2014 through when they called for service. The customer stated there were 108 corrected reports sent out. The customer would not share the results but stated it occurred on calcium, bun, magnesium, and phosphorus. Additional information was requested but not provided. The field service representative inspected the analyzer and there were no major issues. He loaded more reagent cassettes and ran mechanism checks. The customer performed quality control with no issues reported.

Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) and calcium results on their c501 analyzer. The customer stated there was a doctor that questioned some phos results from early on the day of this event. The customer provided data for three patients, one of which had a discrepant phos result that was reported outside the laboratory. The patient's initial phos result was 4.4 mg/dl. The sample was repeated on another analyzer and the repeat result was 2.5 mg/dl. The repeat result was considered correct and issued as a corrected report. There were no adverse events. The phos reagent lot number and expiration date were requested but not provided. The customer stated they saw some splashing "back of the r2 probe" when it was taken off to look at it. The customer stated there was a piece of white plastic "as if from the reagent pack up in the probe and hanging from it". The field service representative determined the r2 probe was occluded with white paper or plastic. The customer replaced the probe. The customer ran and confirmed quality control and the system was operating without errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.